Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined. The reported issue was unconfirmed, reported event was not able to be reproduced. The arctic sun 5000 was evaluated. The reported issue was not able to be reproduced. No repairs needed. The device was put through sanitation, initial evaluation, fdl verification without any low flow rate issue. General maintenance performed and completed successfully. Full calibration performed and completed successfully. Est performed and completed successfully. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that during arctic sun device servicing the flow rate would not go above 1.2l and the pump command was around 34 %. Per additional information via email from ibc on 18aug2023, it was stated that that there was no patient involvement on the device. As per the capital equipment service report submitted on 8th may, the error occurred during calibration of the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during arctic sun device servicing the flow rate would not go above 1.2l and the pump command was around 34 %. Per additional information via email from ibc on 18aug2023, it was stated that that there was no patient involvement on the device. As per the capital equipment service report submitted on 8th may (attached again for quick reference), the error occurred during calibration of the device.